Event description:
The customer reported that a locking clip fell off of the cupola during cleaning. No injuries were reported. Factory reference number: (B)(4).

Manufacturer narrative:
Maquet determined that the customer did not use the original powerled handle support provided by the manufacturer. It was replaced during the installation with a different model, in order to allow compatibility with the sterilized handles used by this facility. The cause of this event is the retaining clip - part of the substitute handles interface - not being correctly seated in its groove from the supplier. Due to this assembly error, the clip was able to slip out and dislodge from its location while user was manipulating the light. A maquet field service technician replaced the handle support with a new one, assembly verified to be safe, and unit returned to service. Maquet med systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.